Event description:
It was reported that an altitude alarm occurred. Customer changed the cartridge and cleaned the pump vent ports to clear the alarm. Customer also is now wearing pump in a case to keep pump off of the skin. Customer's blood glucose (bg) level was 22.2 mmol/l. Customer delivered a correction bolus via the pump to resolve bg.